Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein the ipg explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The ipg was explanted and replaced due to battery depletion. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the implantable pulse generator (ipg) was inoperable as it was depleted. It is undetermined if the ipg exhibited normal or premature depletion.

Manufacturer narrative:
Based on the information received, the cause of the reported event is consistent with the battery reaching normal end of life.